Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, there was a catheter array inversion and de formation. The catheter was replaced by a medtronic product. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the loop catheter with lot number 0012501232 was returned and analyzed. Visual inspection was performed and the spiral array appeared to be inverted. A kink was visible between electrodes 4 and 5. No additional visual anomalies were detected. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was connected to a test catheter interface cable without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries were successfully performed. Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. Optical inspection confirmed the presence of a kink in the spiral array between electrodes 4 and 5. In conclusion, the reported inverted array issue was confirmed through testing and the loop catheter failed the returned product inspection due to an inverted array and array kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.